Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they have observed inconsistencies between the clinical picture and the elecsys tsh assay (tsh) results measured on different cobas 8000 e 602 module (e602) analyzers for an unspecified number of patients. The customer performed a comparison study of the tsh results from the roche assay to tsh results measured with an abbott architect. Patient samples were measured in parallel on different e602 analyzers using different lot numbers of tsh reagent. The customer provided examples of two patient samples from the study that had erroneous tsh results measured on the e602 analyzer which were reported outside of the laboratory. The first sample initially resulted as 10.2 uiu/ml when tested on an e602 analyzer. When repeated on an abbott architect analyzer, the result was 3.1 uiu/ml. The second sample initially resulted as 198 uiu/ml when tested on the e602 analyzer. When repeated on an abbott architect analyzer, the result was 9.3 uiu/ml. No adverse events were alleged to have occurred with the patients. The customer was asked, but did not provide serial numbers for any e602 analyzers that were used. The customer has had no issues with tsh quality controls.

Manufacturer narrative:
In relation to the 165 patient sample study performed with roche and abbott assays, the customer provided data for one patient sample which had an erroneous result when tested with the roche tsh assay. This sample, from a (B)(6) female patient, resulted as 6.48 uiu/ml when tested with the roche assay. The 6.48 uiu/ml value was reported outside of the laboratory to the patient. The sample was repeated on an abbott analyzer, resulting as 1.13 uiu/ml. It was asked, but it is not known if this patient was adversely affected.

Manufacturer narrative:
The customer selected 165 patient samples with high tsh concentration. These samples were tested in parallel with the roche tsh and abbott tsh methods. All results that were positive for the roche assay were positive for the abbott assay, except for one sample. The customer did not provide any further details with relation to this study.

Manufacturer narrative:
In relation to the (B)(6) old female patient (patient 3) who's sample initially resulted as 6.48 uiu/ml, there was no allegation of an adverse event for this patient. The roche tsh value from the initially reported first sample (patient 1) was above the normal reference range. The abbott value from this sample was within the normal reference range. For the initially reported second sample (patient 2), both roche tsh and abbott tsh values were above the respective assay reference ranges. For the sample from the (B)(6) old female patient, the roche tsh value was above the normal reference range. The abbott value from this sample was within the normal reference range. Based on the provided information, a general reagent issue most likely can be excluded. The investigation was unable to find a definitive root cause.